Event description:
It was reported that when filling up medical fluid into the cassette in the pre-use check, the customer found leakage from it. Also, it took more force to draw residual medical fluid from the cassette with a syringe than before. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the sample did not have any present any damage, scuffs, pinch marks, cracks, or cuts. Upon function testing, the reported problem was duplicated as a leak was detected in the medication bag. The root cause was traced to manufacturing. A corrective and preventative action was created to address the issue. No lot number was provided; therefore, device history record review could not be completed.